Event description:
It was reported that the customer had an off no power alarm. Customer stated that the alarm has happened 3 times in the space of one evening. Customer mentioned that the alarm persists after multiple battery changes. There were no significant events and no physical damage on the pump. Customer was advised that the pump will need to be returned and replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to perform the displacement test or verify operating currents due to blank display. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.